Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead failure could not be confirmed in the laboratory. Analysis found squeezed outer coil at 19.5 cm from the connector pin that also resulted damaged inner insulation. Short circuit was measured between sensing and pacing coil due to damaged inner insulation. The damage found on the lead was consistent with that occurred in the field during implant.

Event description:
It was reported that lead exhibited capture anomalies at the end of the implant procedure. A new lead was implanted.